Event description:
The customer stated, that he was hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed with a 5.0 unit basal rate and the customer did not know if that was correct or not. The insulin pump passed the self-test. Advised to consult with his doctor regarding the basal rate in case it needs to be adjusted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.